Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported experiencing the audio bolus button was unresponsive when pressed. The patient reported that the alleged issue started 3-4 weeks prior to contacting animas. At the time of troubleshooting, the patient mentioned that he noticed a "slit" on the audio bolus button. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump involved with this complaint has been returned and evaluated by animas product analysis on (B)(4) 2012 with the following findings: it was noted that the pump was returned with the audio bolus button torn. Evaluation revealed that the audio bolus button intermittently responded to press and required excessive force to activate. When the audio bolus was removed to investigate, visible contamination was seen under the audio bolus button cover. No damage to the keypad was observed and all keypad buttons were responsive when pressed. However, pa testing did find contamination under the contrast and down key contacts when the keypad was removed. During pump evaluation it was observed that the pump booted with a faded color display screen. It was noted that the pump booted to normal contrast when a replacement screen was placed on it.